Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that a cartridge alarm occurred during insulin delivery as well as there were air bubbles within the canister. However, due to the malfunction alarm, customer declined further troubleshooting and therefore no additional information was obtained. There was no adverse impact to the customer¿s blood glucose level.